Event description:
The customer was performing the performance verification test (pvt) on the trilogy 202 device when they had received ¿service¿ errors causing the pvt tests to fail on the device. The customer placed a service call to the local philips helpdesk for assistance on this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer did not provide details of the failures and wanted the device evaluated. The device was returned for service. The device was evaluated by a service technician for this issue. The service technician performed a bench run but there were no alarms sounded. The service technician was not able to confirm the issue on the device. Additional findings not related to the malfunction/issue was a system error for the sensor board, so the sensor board was replaced to address this issue. Additionally, there was damaged to the front enclosure case. The device's front enclosure case was replaced to address this issue. After these parts were replaced on the device, the testing was performed on the device, which passed.